Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated magnesium result while using the clinical chemistry magnesium assay. The customer provided the following patient data: initial magnesium result: 6.0 mg/dl, retest: generated on a different analyzer, 1.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number 02p24, was identified.